Event description:
It was reported that, during reprocessing, the brush of the bronchovideoscope tested positive for an unknown contamination. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the customer, additional information based on the results of third-party testing, the device evaluation, and the final investigation. Updated fields: a2, a4, a5, a6, b1, b2, b6, b7, b5, d8, g4, h1, h2, h3, h6, and h11. Corrected fields: h6 (component code). Despite good faith attempts, the user culture results and cleaning disinfection and sterilization (cds) processes were not shared. Olympus provided the following result of the culture test, performed at the third-party labs: before cds: sampling date: (B)(6) 2025. Sampling from: sampling solution instrument / biopsy / suction channel; swab distal end cfu: no detection. Bacterial identification: no findings. After cds: sampling date: (B)(6) 2025. Sampling from: sampling solution instrument / biopsy / suction channel; swab distal end cfu: no detection. Bacterial identification: no findings. The device was evaluated where no abnormalities were found that could have led to the reported event. Based on the results of the investigation and because the user culture results were not shared, the reported event could not be confirmed and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the customer. A confirmed infection case with fusarium proliferatum occurred after the patient underwent a bronchoscopy procedure with the bronchovideoscope. The scope was taken out of patient use and investigations were set up, including water sample analysis taken from the decontamination equipment, the scope in question, and independent environmental monitoring of the area. Water samples from decontamination equipment and environmental monitoring tests all came back negative for fugal counts, but the endoscope came back positive. One organism grew on sabouraud dextrose agar (sda) following the specified incubation period and appeared as a domed distinct non-sporing, matte pink to red firm ("not fluffy") colony approximately 5mm in diameter. Additional information regarding the patient infection, treatment, and outcome was requested, but no further information was provided.